Manufacturer narrative:
This report has been created to replace the previous reports 0009613350-2020-00567, 0009613350-2020-00567-1 and 0009613350-2020-00567-2. As there was an system-error that caused the 3th acknowledgement to fail. Therefore, please delete the following reports form your system: 0009613350-2020-00567, 0009613350-2020-00567-1 and 0009613350-2020-00567-2. Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Event description: insufficient event details have been received, therefore, the course of events is unknown. It was reported that patient underwent initial surgery with unknown implants, and is pursuing legal claim due to unknown reasons. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. The compatibility check could not be performed due to missing product identification. Conclusion: insufficient event details have been received, therefore, the course of events is unknown. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the investigation the reported event cannot be confirmed. The course of events is unknown due to the lack of event details. Therefore is was not possible to perform a meaningful investigation or identify a specific root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient underwent initial surgery on an unknown side, and is pursuing legal claim due to unknown reasons.

Manufacturer narrative:
This report has been created to provide more specific information about the event and the involved product. However, there is not much information available. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent initial surgery on an unknown side, and is pursuing legal claim due to unknown reasons. The claimed product is an unknown zimmer biomet hip implant (product details unknown). Note: no harm reported so far. This case was reported as zb considered it likely that patient harm occurred due to legal involvement. Follow-up attempts are currently ongoing to retrieve more detailed information.